Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient was revised due patella shearing pegs. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the pegs of the device are fractured off the body of the implant. As the device was not returned further evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patellar implant is inferiorly positioned in relation to the osseous patella and there is oblique angulation of the patellar pegs consistent with shearing. Femoral and tibial implant fit and alignment are maintained. Bone quality is osteopenic. A definitive root cause cannot be determined. Complaint is confirmed from the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.